Event description:
It was reported to philips that the system was unable to turn on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon troubleshooting, fse found that there was communication issue between host pc and other computer. To resolve the issue, fse rechecked the communication cable and cards and reassembled them and the host pc powered on. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.